Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information indicated by medtronic that the insulin pump had a insulin pump error alarm. Customer also reported damaged to the battery compartment. No harm requiring medical intervention was reported. Insulin pump will be return for analysis.

Manufacturer narrative:
Device received constant pump error 38 alarm during rewind due to corroded motor home switch. Unable to verify pump error 43 alarm due to constant pump error 38 alarm during rewind.